Event description:
It was reported that patient experienced persisting pain in the groin with cyst formation and possible allergic reaction based on metal debris.

Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. The wear rates measured on the articulations surfaces can be considered low. During the histological investigation, only a small amount of metallic particles in the tissue could be found. The histology pointed to metal sensitivity. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)